Event description:
Intended use: etest® is a manual, quantitative technique for the determination of antimicrobial susceptibility of non-fastidious gram-negative and gram-positive aerobic bacteria and fastidious bacteria. The system comprises a predefined antibiotic gradient which is used to determine the minimum inhibitory concentration (mic, in g/ml) of different antimicrobial agents against microorganisms tested on agar media after overnight incubation. Description: an internal complaint was initiated following a review of a scientific publication from south africa entitled, "comparison of carbapenem minimum inhibitory concentrations of oxa-48-like klebsiella pneumoniae by sensititre, vitek 2, microscan and etest" by nana t, et al. This publication noted potential false susceptible ertapenem, meropenem, and imipenem results for klebsiella pneumoniae isolates when analyzed with etest® products compared to results obtained with vitek® 2, sensititre, and microscan products. This assessment is for the implicated product of ertapenem etp 32 ww s30 (ref (B)(4)) the article presents a study in which the aim was to compare carbapenem mics for 82 oxa-48-like k. Pneumoniae isolates between several methods including etest strips. The data presented in the publication shows that discrepant results were sometimes obtained when comparing the various methods. The proportion of isolates testing susceptible to ertapenem by etest (19/82, 23.1%) differed from sensititre/vitek (0/82) and microscan (2/82, 2.4%) (p < 0.001). For meropenem the 47 proportion of isolates susceptible by etest (31/82, 37.8%) 48 differed from sensititre/vitek (16/82, 19.5%) (p=0.015) and for imipenem they observed inconsistency with the different methods. However, the authors clearly documented a major limitation of this study where the isolates were not analyzed using the reference method, broth microdilution (bmd), to determine the expected mic and interpretation (susceptible/intermediate/resistant). This was a retrospective study performed on isolates that were selected from a list of carbapenem-resistant enterobacterales (cre) that were collected between 2017-2021. There is no indication or report in the publication that any results obtained during the study were used for any treatment decisions. There is no indication or report of any adverse events related to any patient's state of health. Note: etest® ertapenem etp 32 ww s30 (ref (B)(4)) is not registered for use in the united states. However a similar product, etest® ertapenem etp 32 us s30 (ref (B)(4)), is registered for use in the united states (k020748). An investigation has been initiated.

Manufacturer narrative:
An investigation was initiated in response to a scientific publication from south africa entitled, "comparison of carbapenem minimum inhibitory concentrations of oxa-48-like klebsiella pneumoniae by sensititre, vitek 2, microscan and etest" by nana t, et al. This publication noted potential false susceptible ertapenem, meropenem, and imipenem results for klebsiella pneumoniae isolates when analyzed with etest® products compared to results obtained with vitek® 2, sensititre, and microscan products. This assessment is for the implicated product of meropenem mp 32 ww s30 (ref 412402). Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the reported issues as trends for the etest products. Investigational testing: to further investigate the article, the strains used during the study were necessary to perform in-house tests. A material transfer agreement (mta) must be signed between the author and biomérieux, but unfortunately no consensus has been reached between the two parties on the dissemination of future data generated by biomérieux. Therefore, no further testing can be performed at biomérieux. Root cause: the cause for the issue could not be determined. As no strains were submitted, and since a bias related to local epidemiology cannot be excluded, it was not possible to confirm the reported issues or to identify any root cause for the reported issues. Conclusion: the cause for the reported false susceptible etest results could not be determined. No investigational testing could be performed to confirm the results obtained by the publication authors. No trend is observed in the complaints search related to the issue described in the article for etest products etp 32, mp 32 and ip 32. There is no indication of a systemic product performance issue.